Event description:
It has been reported that the bd perisafe plus¿ peridural-set has been found broken before use. The following has been provided by the initial reporter: broken drain connector - green filter.

Manufacturer narrative:
H.6 investigation summary: reported defect could be observed on the 2 provided photos on the customer complaint. Device history record was reviewed for all three lot number(s) and there are no internal rejects related to the reported issue during this order. According to control plan for the manufacturing process, the three lots were accepted and meet acceptance criteria. Bd was able to confirm the indicated failure mode on the provided photos, however the defect couldn¿t be associated to the manufacturing process, since the defect couldn¿t be duplicated through all manufacturing process steps, after the device history record review was performed and no issues were found during the manufacturing of the lots involved, quality records have been consulted for tracking and trending purposes but issues like this are not detected. Based on investigation results to date, root cause for manufacturing process cannot be determined. No corrective action was performed since this issue could not be confirmed as manufacturing related h3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: b18061 does not match with the reported medical device catalog# so the manufacture and expiration dates are unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd perisafe plus¿ peridural-set has been found broken before use. The following has been provided by the initial reporter: broken drain connector - green filter.